Event description:
A home patient (hp) contacted the baxter technical services center regarding system errors 2084 and 2265 which appeared on the hp's homechoice machine during drain 3 of 3. The technical services representative (tsr) explained the alarm. The hp stated she had disconnected and reconnected. The tsr advised the hp to contact his pd nurse. The hp's nurse was not aware of this event, but checked the hp's chart and stated there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The home patient's nurse stated she would retrain the home patient on proper procedure.